Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back syndrome ¿ other. The pump contained an unknown drug with an unknown concentration and dose. It was reported a motor stall was seen at initial interrogation.the patient had not recently had an MRI. The representative stated the patient came to the hcps office today ((B)(6) 2017) for a refill, and upon interrogation, they noted the pump had a motor stall. The representative stated the first pump stall occurred on (B)(6) 2017 and recovered for a very short time and then stalled again and had not recovered. The representative was going to call the hcp back. No patient symptoms/complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the healthcare professional (hcp) interrogated the pump and noticed the motor stall message. The hcp performed a refill and tried to update the pump and the pump would not restart. A replacement pump had been ordered and the hcp was planning to replace the pump within the next week. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.